Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 205 mg/dl. Customer stated that there was air bubbles in the reservoir. Customer did a set changed and she another air bubbles anomaly on (B)(6) 2016. The customer declined to troubleshoot has been doing it over and over again and would like the pump replace. The customer was advised that we will replace the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 486 mg/dl. Customer treated the high blood glucose with manual injection and the set change as well and blood glucose started to come down.